Event description:
This is a spontaneous case report received from a medical doctor in united states on 03-feb-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Additional information was received on 05-feb-2015 via sales representative. Physician reported essure confirmation test concerns with placement; the image had a gold band attachment and there was a portion of the inner catheter evident on the image. Additionally, physician stated she had placed insert distally on purpose because of a planned ablation. Follow-up received on 12-feb-2015: the sales representative stated that patient had essure inserted on (B)(6) 2014, lot number c06461. She also reported that it was bilateral placement but she was not sure if it is too far distal. Product technical complaint investigation was received on 24-feb-2015: (B)(4). The final assessment was: production date: 13-dec-2013 and expiration date: 31-dec-2016. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. In this case, they conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. They were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. The medical assessment was: this ptc was initiated due to a product quality issue and a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and handling error. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure confirmation test image had a gold band attachment and there was a portion of the inner catheter evident on the image. This event, interpreted as device breakage, was considered non-serious and is listed (anticipated) according to product technical analysis (ptc) results. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, although the exact date and mechanism of the reported event is not known; given its nature a causal relationship with the suspect insert cannot be excluded. This case was considered an other reportable incident as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally the non-serious event hcp had placed insert distally on purpose was reported. Ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.